Event description:
Information was received from a patient. The patient was receiving an unknown drug at an unknown concentration with an unknown daily dose via an implantable pump for spinal pain. It was reported that off and on for ¿about 6 months¿ the personal therapy manager (ptm) indicated that the patient was locked out from receiving a bolus. The ptm was sometimes giving them a 3 hour lockout when they requested a bolus. The bolus was unexpectedly declined. The patient used their ptm to get the lockout parameters; which were: ¿8 x day,¿ ¿1 x 180 m,¿ and ¿8 x 24.¿ the patient stated that for instance they requested a bolus at 10 pm and the bolus was delivered. They then requested a bolus at 6 am which was denied, and the ptm stated they had to wait 3 hours. The information provided was consistent with a lockout due to uplink interference. The patient was to be sent a new detachable antenna. The patient was to track the time and date of bolus requests, if they were delivered, and why a bolus was not delivered. The patient was instructed to bring this with them for their next refill on (B)(6) 2017. The patient also reported there was more medication in the pump than expected when they do a fill which is why the patient felt that the pump had not been delivering the bolus when they get the 3 hour lockout. There were no patient symptoms reported.

Event description:
Additional information was reported by the consumer on 2017-mar-10. It was reported that the patient was very frustrated with the device manufacturer. The patient has had constant problems with their bolus device (ptm). The ptm was programed to be used up to 8 times a day at 3 hour intervals if needed. The patient very seldom uses it that much, but when the patient hurts the worst the ptm malfunctions and resets to three hours before it can be used again. The patient and their doctor think that the ptm should never reset to show three hours unless the patient would use it turn, it off, then turn it right back on and try to use it again which the patient never does. It was noted that this malfunction happens right after the patient gets up in the morning when they had not used their ptm for at least 6 hours. The patient relies on their pump as their only source of pain relief, so when this happens the patient has to suffer for an additional 3 hours. The physician had reprogrammed the device tono avail. The consumer also questioned if it was possible to set up a low dose bolus and a high dose bolus on the same device so they could choose the bolus that they need. The patient has had 15 spine surgeries over the last 29 years. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.